Manufacturer narrative:
(B)(4). Date sent: 01/06/2021. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: on what date did the implant take place? (B)(6) 2019. What is the product code for this complaint? Lxmc17. Lot #? Unknown. Does the patient have any allergies to metals? If so, what tests have been done to test for metal allergies? No allergies to metal. Is the patient currently taking steroids/immunization drugs? The patient tried multiple rounds of steroids. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Pre-existing dysphagia or other conditions is not known. Was there any hiatal or crural repair done at the same time as the implant? Yes, hiatal and crural repair done at the initial implant. Was mesh used at the time of implant? Unknown. What was the reason for the removal of the linx device? Unresolved dysphasia. At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes. Have the symptoms resolved since the device was explanted? Unknown.

Event description:
It was reported that a linx device was successfully removed.